Manufacturer narrative:
B.5. Updated.

Event description:
The following publication was reviewed: ¿incidence of stent graft failure from type iiib endoleak in contemporary endovascular abdominal aortic aneurysm repair¿ (jeontaik k. Et al., journal of vascular surgery, published aug 26, 2019.) In this publication, a literature review retrospectively aimed at analyzing the incidence, etiology, diagnosis, and treatment of type iiib endoleaks resulting from material failure, potentially leading to aneurysmal sac enlargement and latent rupture post endovascular abdominal aneurysm repair. In 23 articles between 2003 and 2018, 46 type iiib endoleaks in 7 endograft brands were identified. This article references a gore® excluder® stentgraft with 12 months to diagnosis of a type iiib endoleak located in the main body. No growth of the aneurysm sac, mortality or rupture was reported. To repair the type iiib endoleak, the limb was relined during an endovascular re-intervention. Following an aneurysm rupture, the endoleak was repaired with a cuff and limbs during an endovascular reintervention. The etiology of the aneurysm was reportedly unknown. The details are as follows: on an unknown date, this patient underwent endovascular treatment for an asymptomatic abdominal aortic aneurysm with a maximum diameter measuring 5.0 cm and was therefore treated with gore® excluder® aaa endoprostheses. The patient presented with a proximal aortic neck diameter of 22 mm with a length of 33 mm. During the procedure, a gore® excluder® trunk-ipsilateral leg component sized 26 mm x 12 mm x 14 cm and a 12 mm x10 cm contralateral leg were implanted in ballerina fashion without issues. During subsequent imaging, bilateral type 1b endoleaks in both common iliac arteries were repaired with two 10 mm x 7 cm sized limbs. Final angiography imaging showed no endoleak. Both computed tomography (CT) angiogram images and abdominal radiography at 1 and 6 months showed no endoleak. Shortly prior to her 12 months follow-up, the patient felt a new pulsality in her abdomen in the absence of pain and CT imaging demonstrated a stable aneurysm with a large endoleak originating from the trunk¿s left side near the top of the flow divider. During re-intervention a week later, a type iii endoleak was found at the proximal portion of the ipsilateral leg approximately 1 cm below the flow splitter. To remedy the situation, the ipsilateral leg was relined with a 12 mm x 7cm iliac extender endoprosthesis positioned flush with the top of the flow splitter. The final angiogram as well as the 1 month post reintervention CT angiogram showed complete resolution of the endoleak. No obvious anatomic reason or procedural cause for the occurrence of type iii b endoleak could be identified.

Manufacturer narrative:
The date the article was accepted is being used as the date of event. Literature citation: to gain a better understanding of this event, cited reference# 15 in the source article was followed up and the following article was reviewed: dayama a, tsilimparis n, kasirajan k, reeves j. "Late gore excluder endoprosthesis fabric tear leading to abdominal aortic aneurysm rupture 5 years after initial implant." J vasc surg 2013;57:221-4. The other incidence of type iiib endoleak cited in the article is being reported under MFR report # 2017233-2019-00970. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks.

Event description:
The following publication was reviewed: ¿incidence of stent graft failure from type iiib endoleak in contemporary endovascular abdominal aortic aneurysm repair¿ (jeontaik k. Et al., journal of vascular surgery, published aug 26, 2019.) In this publication, a literature review retrospectively aimed at analyzing the incidence, etiology, diagnosis, and treatment of type iiib endoleaks resulting from material failure, potentially leading to aneurysmal sac enlargement and latent rupture post endovascular abdominal aneurysm repair. In 23 articles between 2003 and 2018, 46 type iiib endoleaks in 7 endograft brands were identified. This article references a gore® excluder® stentgraft with 12 months to diagnosis of a type iiib endoleak located in the main body. No growth of the aneurysm sac, mortality or rupture was reported. To repair the type iiib endoleak, the limb was relined during an endovascular re-intervention. Following an aneurysm rupture, the endoleak was repaired with a cuff and limbs during an endovascular reintervention. The etiology of the aneurysm was reportedly unknown. On an unknown date presumably in 2005, this patient underwent endovascular treatment for an abdominal aortic aneurysm with a maximum diameter measuring 6.7 cm and was therefore treated with gore® excluder® aaa endoprostheses. Aortic neck length was 15 mm below the right renal artery and the neck diameter was 22 mm at the parallel portion of the landing zone. The aneurysm started at the level of the right renal artery and also involved the left renal artery. A second right renal artery was also revealed. Prior to the procedure, a left iliorenal bypass was performed. No resistance was met during the implant of a 26mm x 14mm x 18.5 cm gore® excluder® trunk-ipsilateral leg component and the stent graft was deployed below the right renal artery with intentional coverage of the left renal artery. An 18mm x 11.5cm limb was placed on the right and two limbs, 18mm x 13.5 cm and 18mm x 9.5 cm were implanted on the left side. To repair a type 1a endoleak identified during final angiography imaging, angioplasty was performed and a 4010 palmaz stent was implanted. All graft junction zones were ballooned and a repeat angiogram showed no evidence of endoleak. Follow-up computed tomography (CT) imaging with duplex sonography at 1, 6, and 18 months showed the aneurysm had decreased from 6.6 to 4 cm and did not identify an endoleak. A year prior to the rupture of aneurysm, a stable sac size of 4 cm and again no endoleak was found. In 2010, CT imaging suggested an aneurysm rupture caused by a type iii endoleak after the patient had emergently presented himself with severe abdominal and lower back pain. After resuscitation and substitution of blood products, the patient was transferred to emory university hospital where a significant amount of contrast was found to extravasate into the aneurysmal sac and a fabric tear was presumed to be located at the level of the flow splitter at the side of the right limb. A 28.5 mm cuff was then placed proximally and two 16mmx11.5cm limb extension were deployed distally with a subsequently performed angiogram demonstrating no endoleak and patent renal arteries. Reportedly, the reason for the fabric tear was stated to be unknown but unlikely to have happened during the initial procedure. Increased fabric tension leading to material fatigue caused by the patient¿s 45 degree aortic neck angulation was considered theoretical and thus unlikely and no endoleak or stent wire fracture was found during follow-up examinations over four years.